Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined qualified as high impedance. It was suspected that the lead had fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.